Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. No further issues have been reported.

Event description:
A medtronic representative reported that, during a functional endoscopic sinus surgery (fess), the surgeon alleged the system was inaccurate. The surgeon successfully registered with pointmerge registration but estimated 5 to 6mm inaccurate when touching the fiducials, surface anatomy, and inside the mastoid cavity. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.